Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by disconnecting from the pump and declined additional assistance. No additional information was provided.